Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed. The cause was air in the patient line. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that there were a lot of air bubbles in the patient line. The technical service representative (tsr) had the hp end therapy and disconnect. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.